Manufacturer narrative:
The part and lot number of the blade involved in this event is unknown at this time, if the product information is received an additional medwatch report will be submitted. Because the lot number is unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported the blade fell out of the driver; the blade did not fall into a patient. The event did not cause a delay in the procedure or an injury to the patient. The procedure was completed using another driver.